Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) was found to be having a ventricular tachycardia (vt) episode at 170 bpm by medics after reporting chest pain. The patient was shocked and converted out of vt. Technical services (ts) reviewed and found the patient's programming was set to 190 bpm for the vt zone and recommended programming be updated by the physician. This ICD remains in service. No additional adverse patient effects were reported.